Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving clonidine via an implantable infusion pump for non-malignant pain. It was reported that the patient was in the intensive care unit (ICU) on a ventilator. The hcp stated the patient was provided narcan to reverse the clonidine in the pump. The hcp was asking for a manufacturer's representative (rep) to be paged to come in and stop the pump. The hcp was connected to the national answering service. Additional information was received from the healthcare provider (hcp). It was reported that they were trying to cover all possibilities for the patient's respiratory issues. The patient's pump was turned down to minimum rate. The hcp was unclear of events following their initial report as they were no longer caring for the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.